Event description:
Additional information received from reporter (B)(6) 2012. Follow up on earlier report. Had essure place (B)(6) 2008. Persistent pain. Had 2 devices removed (B)(6) 2008. Made my own report in (B)(6) 2008. Called the doctor and requested that he make a report. Doctor made report which appears in the database in (B)(6) 2009. Doctors report states that a device malfunctioned and he removed it. There was an essure rep present. I spent the next 3 years with awful pelvic pain, health issues, frequent infections and an over all decline in my health. I spent an enormous amount of money on tests and procedures to discover the source of my continued problems. I had transvaginal ultrasounds and CT scan. I was diagnosed with post traumatic stress disorder. I went through a lot of emotional turmoil, only to discover that on (B)(6) 2011 during surgery for a hysterectomy, that there was a third unk device embedded in my uterus. I have pictures and I also have a certified statement from the doctor who removed the device that it was an entire device. The measurements taken from the 2 devices removed during the first surgery clearly indicate that there were 2 devices removed during the first surgery. I have contacted the FDA numerous times and been pretty much told "too bad". I feel that since the doctor and conceptus have both been made aware of the third device and no one has bothered to make a report, that my allegations must be true. Conceptus and the doctor intentionally deceived me and the FDA about what happened during that original procedure. Apparently the years of suffering I experienced does not mean much to the FDA or anyone else, but I would think that a person or a company making false statements to the FDA would at least require some sort of response.

Event description:
Product equipment malfunction. Lot # 626908. The device did not properly uncoil. Device removed, another device used per operative report. Pictures show proper coil placement after procedure. I continued to experience pain in the right lower quadrant two weeks post essure procedure. Sonogram done. X-ray obtained showed right essure coil to be looped over. I had hysteroscopic procedure at another hospital upon the advice of another physician. Operative report indicates that both ostia were visible but neither essure device could be seen. A laparoscopic surgery was then performed to remove left device which had migrated up the fallopian tube and the right device which had perforated the uterus. The left tube lot# 626908, right tube lot # 626907. Dr performed novasure ablation during procedure. I was told balloon ablation would be done. My understanding was that the essure and the novasure could not be performed together per the dr. I was told that they would be performing the balloon ablation. I was told by dr in preop that novasure could not be used with essure. I was told that an essure rep was present during procedure but cannot verify due to the fact that I was under general anesthesia. I was not informed about the nickel allergy, the MRI concerns nor was I informed about the need for the hsg test. After procedure, I questioned and was told that the hsg test could not be reliably performed on pt who has had an ablation. This product should not be on the market. Too many if's with the procedure. If they can place them. If they stay in place. If the tubes occlude. I was not informed that if there is a problem, it takes major surgery to correct. If the company is training doctors then why don't the drs know the problems associated with this product. It is difficult, if not impossible to find a dr to help you when the procedure goes bad. One dr said he went to a seminar that said FDA wasn't going to require the hsg test anymore. Dates of use: 2008 (1 month). Reason for use: undesired fertility. Event abated after use stopped: yes.